Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radiofrequency (rf) head being used with the programmer had intermittent telemetry. It was also noted that the rf head was "loose" in the connector. Of note, if the connector is moved to a particular position "it works." The caller is to try another rf head. The programmer will be returned for repair. There was no patient involvement.